Event description:
It was reported that a dual-monitor echopac workstation with software revision 113.0.6 mixed report measurements from the same pt but different exam dates. The hosp reported that if a second/different exam from the same pt is selected in the exam list while displaying a current study, and then edit is selected, a copy of the stored report measurements associated with the second study are displayed on the second monitor screen within the report of the current study. Info was provided to ge healthcare engineering for further investigation.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.